Event description:
Additional information reported that the aneurysm was 8 cm in diameter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck measured 25 mm to 37 mm in diameter along a 15 mm length. The proximal aortic neck angle measured 60 degrees. The supra to infrarenal angulation measured 60 degrees. It was reported that, during the index procedure, a proximal type I endoleak was observed. The physician elected to implant five aptus endoanchors and the endoleak was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.